Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device was discarded by the hospital.

Event description:
During preparation for a medical procedure, the hospital technician noticed that the distal end of the benchmark delivery catheter (benchmark) was kinked upon opening the benchmark packaging. The damaged benchmark was found prior to use and therefore, was not used in the procedure. The procedure was successfully completed using a new benchmark.